Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High power visual inspection of the device header noted no anomalies. The device was then exposed to simulated heart load conditions, where the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the high impedances.

Event description:
It was reported that during the elective procedure to replace this device, pacing impedance measurements on the right ventricular (rv) channel were greater than 2400 ohms. The boston scientific sales representative who was present at the procedure stated the measurements have been high since six months post implant. Sensing and threshold measurements are stable and no noise was observed. The associated lead remains in service and was successfully interfaced to the replacement device. No adverse patient effects were reported.